Manufacturer narrative:
Evaluation results: a work order search was performed for similar complaints within the injector and cartridge lots, and there were seven similar complaints within the injector search and no similar complaint in the cartridge search.

Event description:
It was reported that the surgeon was loading a eyeonics crystalens in a mtc-60cfp cartridge and the haptic got bent. No patient contact. They reported the cartridge as the likely cause.